Event description:
This individual was being transferred from wheelchair to her bed. While suspended in the air by the lift, the lift arm & handle separated from the lift causing that part and the resident to fall approximately 4 feet to the floor. The injured individual was sent by ambulance to the local hospital.